Manufacturer narrative:
The field service engineer (fse) was not granted access to the monitor to perform testing. The philips fse verified with the hospital biomedical engineer that the bedside monitor had been moved by the hospital staff from the operating room to the emergency department, and that alarm settings had not been changed. The alarm settings were set to indefinite suspend which is for or setting where the alarm capability is switched off permanently and must be switched on manually when required. The expected emergency department configuration in this hospital was for a suspend period of 3 minutes, per communications from the hospital. There are four alarms off modes available, alarms suspended (indefinite suspend) and alarms suspended 1, 2, and 3 min. Note that these suspend states are indicated on-screen when the monitor is in the suspend state. A review of the central station logs also show that alarms were suspended in 2009 and remained off throughout the incident time frame. The device did not malfunction. Philips is considering this event as due to user misunderstanding of alarm configuration, due to lack of configuration update when the hospital staff moved the monitor to a different department. Both the bedside monitor and the central station monitor remain in use at the customer site.

Event description:
The customer reported that a nurse noticed asystole on the monitor, however, the alarms had been suspended for hours.